Event description:
On (B)(6) 2012, the patient contacted animas, alleging that all of the keypad buttons were unresponsive after unlocking the pump. Reportedly, the pump had become locked without the patient pressing the keypad buttons. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is intact; no damage or lifting was observed. The keypad buttons were found to be responsive button presses. The keypad cover was removed and there was no evidence of contamination found under the key contacts.